Manufacturer narrative:
Exemption e2013025 the total number of events for product classification code otn is 47. Qty 11- align r retropubic urethral support system qty 2- align rs retropubic/suprapubic urethral support system qty 5- align s suprapubic urethral support system qty 12- align to trans-obturator urethral support system- halo qty 11- align to trans-obturator urethral support system- hook qty 3- align to trans-obturator urethral support system- hook & halo qty 2- align urethral support system qty 1- unknown bmd women¿s health mesh product h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
February 2018 quarterly asr report.

Manufacturer narrative:
Exemption e2013025 original reporting time frame: november 1, 2017 through january 31, 2018 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
N/a

Manufacturer narrative:
Exemption e2013025 original reporting time frame: november 1, 2017 through january 31, 2018 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
N/a

Manufacturer narrative:
Exemption e2013025. Original reporting time frame: november 1, 2017 through january 31, 2018 attachment: [(B)(6) e2013025 may 2019 quarterly supp for feb 2018 quarterly otn.xlsx].

Manufacturer narrative:
Exemption: e2013025. Original reporting time frame: on (B)(6) 2017 through on (B)(6) 2018.

Manufacturer narrative:
Exemption e2013025 original reporting time frame: november 1, 2017 through january 31, 2018 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
N/a